Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
D6a -implant date should be '(B)(6) 2017', rather than '(B)(6) 2023".